Event description:
Medtronic received information that four years following the implant of a cryolife synergraft pulmonary conduit this transcatheter bioprosthetic pulmonic valve was implanted due to regurgitation and stenosis. The conduit was predilated and a balloon aortic valvuloplasty (bav) was performed post valve implant. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).